Manufacturer narrative:
This supplemental report is being submitted to provide the device's final investigation. Updated fields: h2, h6, h11. No device was returned to olympus for evaluation. The field service engineer (fse) has assessed the malfunction at the user facility. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the customer did not prepare the endoscope reprocessor for long term storage between uses. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.